Event description:
A review of service data detected a reportable event. During servicing of battery pack, which was returned for routine maintenance, it was discovered that the battery pack was discharged to 1.264 volts. Failure analysis of the pack discovered a shorted d4 transient suppressor.

Event description:
A review of service data detected a reportable event. During servicing of battery pack which was returned for routine maintenance, it was discovered that the battery pack was discharged to 1.264 volts. Failure analysis fo the pack discovered a shorted q4 transistor.